Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed recharge antenna failure due to rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) says that their controller screen went blank and unresponsive last thursday and said its been taking longer and longer to charge ins and says this started "several weeks ago". Pt says that normally the recharger (rtm) gets warm but lately not as warm. Pt doesn't see any knicks or damage on the rtm cord. Patient services (pss) had pt look at port of controller and they didn't know what they were looking at but from what they said it seems to be intact. Pt called back saying they got the new rtm, but got stuck on checking the recharger and then came up with software problem (1-intellis, 2-3.0, 3-243, 4-qf_port). Pt reset controller and after reset, unlocked the screen but reported no device found. Pt attempted to start recharging, but again got stuck on checking the recharger and then came up with system problem rm05. Pt said they didn't realize how much they needed the ins until charging wasn't working and now pt could hardly walk. Pt called back from number registered saying they got the new controller and put the battery in, but said "battery dead". Pss had pt use the controller during the call and pt reported no device found. Pt plugged in rtm and was able to start recharging on excellent (controller battery 90%, implant red). Pss reviewed ins battery may have been too empty to connect earlier, but now pt could continue to charge and reviewed to monitor the green blinking light. Pt was able to continue charging throughout the duration of the call.